Manufacturer narrative:
Retainer ring: black, p-cap / reservoir locks properly into place. Pump¿s history and trace files downloaded successfully using thus software. Unit passed displacement test, rewind test, prime/seating test, force sensor test, basic occlusion test, occlusion test, active current measurement and self test. No unexpected pump error 29 alarms noted during testing. However, unit received with unexpected battery power loss and had high sleep current due to moisture damage at the j7 power connector in pcb 1. After switching pcb 1 board with a test board, sleep current passed. The following were noted during visual inspection: scratched case, cracked case near the corner of belt clip rails, cracked keypad overlay, keypad overlay texture damage, cracked battery tube threads, cracked case on the battery tube side, and faded serial number label. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. The customer stated they were able to clear the alarm. Self test passed. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.